Event description:
Same case as MDR ID# 2134265-2012-00885. It was reported that during a percutaneous coronary intervention procedure difficulty removing a distal protection wire occurred. Vascular access was obtained via the femoral artery. A 3.5-5.5 190cm filterwire ez system was placed at the target lesion located in the calcified and moderately tortuous carotid artery. A 10×24 carotid wallstent mr was successfully implanted and post dilated three times to unknown atms. During withdrawal of a 3.5-5.5 190cm filterwire ez system the retrieval sheath got stuck with the proximal part of the carotid wallstent. Unstable plaque was noted during an unspecified point of the procedure. Attempts to remove the retrieval sheath were unsuccessful. A non bsc device was used to maintain the position of the wallstent and the filterwire ez. An 8f non bsc guide catheter was advanced into the wallstent and the filterwire ez filter bag was retracted into the retrieval sheath and withdrawn. The filter bag was noted to be broken upon removal. At the conclusion of the procedure ischemia was confirmed at the distal side of the carotid artery in the brain. The physician believes that "floating thrombus caused ischemia after the filterwire ez system was withdrawn." The wallstent remained in position and well apposed to the vessel wall, and no damage was noted. Post procedure new infarction was confirmed.

Event description:
Same case as MDR ID# 2134265-2012-00885. It was reported that during a percutaneous coronary intervention procedure difficulty removing a distal protection wire occurred. Vascular access was obtained via the femoral artery. A 3.5-5.5 190cm filterwire ez system was placed at the target lesion located in the calcified and moderately tortuous carotid artery. A 10×24 carotid wallstent mr was successfully implanted and post dilated three times to unknown atms. During withdrawal of a 3.5-5.5 190cm filterwire ez system the retrieval sheath got stuck with the proximal part of the carotid wallstent. Unstable plaque was noted during an unspecified point of the procedure. Attempts to remove the retrieval sheath were unsuccessful. A non bsc device was used to maintain the position of the wallstent and the filterwire ez. An 8f non bsc guide catheter was advanced into the wallstent and the filterwire ez filter bag was retracted into the retrieval sheath and withdrawn. The filter bag was noted to be broken upon removal. At the conclusion of the procedure ischemia was confirmed at the distal side of the carotid artery in the brain. The physician believes that "floating thrombus caused ischemia after the filterwire ez system was withdrawn." The wallstent remained in position and well apposed to the vessel wall, and no damage was noted. Post procedure new infarction was confirmed.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).